Event description:
It was reported the patient experienced pain, swelling and drainage at the ipg site. The patient was admitted to the hospital on (B)(6) 2023 wherein the system was explanted to address the issue due to an infection. Patient was prescribed antibiotics.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.